Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the setscrew was removed from the implantable pulse generator (ipg) header during lead repositioning. The lead was repositioned due to high thresholds. The device was not used and replaced. The lead remains in use. No patient complications have been reported as a result of this event.